Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2014 at 6pm with a blood glucose level of below 30 mg/dl. Paramedics were called to the scene to assist the customer. The customer was on the insulin pump during their hospitalization. The customer was treated for their blood glucose with glucose and IV. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to low. The customer did not troubleshoot and did not send the product back for analysis.